Event description:
The pump was returned to animas. Investigation found an out of calibration force sensor. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during the load cartridge step, the pump pushed all of the fluid from the cartridge emitting a "no cartridge detected" warning. A force sensor calibration test was performed and the force sensor was found to be out of calibration. The pump was opened and contamination was found within the force sensor assembly. Unrelated to the complaint, the display screen was found to be discolored. (B)(6).